Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed ventricular noise on the pulse generator. The noise was unable to be reproduced in clinic. The device was reprogrammed and continued to exhibit noise. The patient remained asymptomatic to ventricular noise events. No further medical intervention was reported.

Manufacturer narrative:
(B)(4).